Event description:
It was reported that metal shavings came out of the device during a procedure. It was confirmed that nothing fell into the surgical site. There were no patient or user injuries, and no adverse consequences were reported.

Manufacturer narrative:
The device was evaluated and corrosion was found on the bearings, press plug, and motor. Corrosion can result in metal shavings detaching from the device.